Event description:
It was reported that there was sensing difficulty, noise, high impedance greater than 2000 ohms, and a lead fracture. The lead was explanted and replaced. The noise continued with the new lead, so the device was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed; (B) (4) analysis of the device using an is-1 lead revealed an intermittent ventricular output condition when stress was put on the lead. The ventricular output condition was the result of a misshapen ventricular multi beam connector not making continuous contact with an is-1 lead. (B) (4) trueiadapta implantable pulse generator (B) (4) it was reported that there was sensing difficulty, noise, high impedance greater than 2000 ohms, and a lead fracture. The lead was explanted and replaced. The noise continued with the new lead, so the device was also explanted and replaced. No patient complications have been reported as a result of this event. (B) (4) actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Connector device was out of specification in a manner that relates to event interference sensitivity.